Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment which took place the day before the call. During treatment there was a drain complication message. The patient stopped treatment and found fluid leaking from inside the cassette door. There was fluid inside the pump module area of the cycler and on the external part of the cassette. The patient was advised to stop using the cycler and revert to manual treatments until the new cycler arrived. The patient had manual supplies and was able to comply. In a follow up, the patient's pd nurse verified the fluid leak events and said there was no harm, intervention or adverse events. The patient was able to do manual treatments until receiving a new cycler. The patient got the cycler, and it is working well. The cycler is available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak associated with pd treatment which took place the day before the call. During treatment there was a drain complication message. The patient stopped treatment and found fluid leaking from inside the cassette door. There was fluid inside the pump module area of the cycler and on the external part of the cassette. The patient was advised to stop using the cycler and revert to manual treatments until the new cycler arrived. The patient had manual supplies and was able to comply. In a follow up, the patient's pd nurse verified the fluid leak events and said there was no harm, intervention or adverse events. The patient was able to do manual treatments until receiving a new cycler. The patient got the cycler, and it is working well. The cycler is available to return.